Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie a2 had failed. A field service engineer (fse) found that drawer 6 in the main full-height drawer cabinet, where a bin was not detected. The fse replaced the tray under the pockets, which resolved the issue, allowing the customer to pend and inventory medications successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 cubies a2 pocket not opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.